Event description:
(B)(6) clinical study. Same patient as MDR ID#: 2134265-2010-04770, 2134265-2010-03759, 2134265-2010-03921, 2134265-2010-03922, 2134265-2013-00556, 2134265-2013-00557, 2134265-2013-02066, 2134265-2013-02067, 2134265-2013-02077, 2134265-2013-02076. Same case as MDR ID#: 2134265-2013-02080. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class 2) and silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (prox lcx) extending to 1st obtuse marginal branch (om1) with 90% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of two overlapping taxus liberte stents, with one 3.0x16mm stent placed proximally and another 2.5x32mm stent placed distally. Intravascular ultrasound revealed incomplete apposition and the stents were post-dilated with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(4) 2012, the patient presented for evaluation of renal transplant and knee surgery. Nuclear scan revealed stress induced ischemia. In (B)(6) 2012, the patient was hospitalized and was referred for cardiac catheterization. 80% in-stent restenosis was noted in the proximal portion of om1, which was treated with cutting balloon dilatation and placement of a 3.00x12mm promus element stent, with 0% residual stenosis. In addition, the stenosis in the mid left anterior descending artery (mid lad) was treated with cutting balloon dilation and placement of a 3.00x18mm non-bsc drug eluting stent. The occluded distal lad was decided to be managed medically. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel. At the time of the event, the patient was taking aspirin and prasugrel. The study drug was never taken during this study.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).